Manufacturer narrative:
The device was discarded. The root cause of the infection and migration event could not be conclusively determined. The physician¿s evaluation noted that the patient¿s preexisting diabetes and smoking may have contributed to the infection. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: cls migration, which may result in pain or difficulty in charging; infection that may require hospitalisation with intravenous antibiotic therapy. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. Due to the infection, the patient¿s evoke closed loop stimulator (cls) migrated. The evoke scs system was explanted. The health care professional evaluated that the patient¿s preexisting diabetes and smoking may have contributed to the infection. The patient was re-implanted with an evoke scs system on (B)(6) 2025.